Event description:
Reported stated that on (B)(6) 2004, the pt woke up with a blood glucose of 27.6 mmol/l, so he bolused 2.7 u of insulin and his blood glucose decreased to about 8 mmol/l. However, pt's blood glucose again began to increase and bolusing did not bring the pt's blood glucose down. Reported phoned the hosp and they advised giving the pt insulin via injection. Injection was given and pt's blood glucose decreased, then he switched to his back up device.